Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The visual inspection revealed the tip is broke off. The broken piece was not returned. The clinical/medical investigation concluded that, this case reports that the nonrim speed pin tip broke during the procedure, and could not be retrieved from the patient as it was located deep in the bone. Based on the limited information provided no clinical factors were found which would have contributed to the reported events. The nonrim speed pin is an externally communicating device, it is neither manufactured nor intended for implantation. It is also not approved for long term internal tissue exposure and long-term implantation data is not available. There are no plans to remove the retain tip. Micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of instructions for care, maintenance, cleaning and sterilization of smith & nephew orthopedics devices for single use devices revealed that as the devices are sold both nonsterile and sterile and often removed from their original packaging to be placed in a containment device they should be cleaned and/or inspected prior to sterilization. The device should not be reprocessed or reused if comes in contact with blood, tissue or bodily fluids. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. This is a single use device, surgical technique or damage from misuse are likely potential factors that could contribute to the reported event. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during tka surgery, 2 to 3mm from the tip of a nonrim speed pin 65 sterile broke off. On a post-operative x-ray, it was found that there was a foreign body in the femur, the broken piece was not planned to be removed because the piece was located deep in the bone.. The procedure had been finished uneventfully. Current patient health status is unknown.

Manufacturer narrative:
Complaint reference number: (B)(4).

Event description:
It was reported that, during tka surgery, 2 to 3mm from the tip of a nonrim speed pin 65 sterile broke off. On a post-operative x-ray, it was found that there is a foreign body in the femur. The procedure had been finished uneventfully. Current patient health status is unknown.